Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer has received replacement infusion sets and reservoirs but it still having issues with no delivery alarms on the insulin pump. Customer's blood glucose is 322 mg/dl. Customer treated with a manual injection. Customer thinks it is the pump because he gets a no delivery before even connecting it to his body. Customer called on 2 different occasions 2 days apart. Customer completed troubleshooting and stated that the tubing is not bent or kinked. Customer was explained that strain on the tubing at the tubing connector may contribute to a no delivery alarm. Customer stated she changed the reservoir and the line but still got a no delivery alarm. Customer called back and her blood glucose was 299 mg/dl. Customer stated that they will treat after the call. Customer had the no delivery alarm during basal. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.